Event description:
It was reported that the patient was hospitalized with a high bg of 258 mg/dl. It was stated that the patient's hcp had her admitted for monitoring because she was not using the pump correctly, and sometimes was not using it at all. The father stated that the hcp might put the patient back on manual injections as she is not using the pump properly, and is causing her to have high bgs. The father did not feel that there was anything wrong with the pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.